Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer did not complete pump reset because only about 50 units of insulin remained in cartridge and customer wanted to save insulin. It was later determined cgm error code did not display on the pump after reset. Caller successfully started their sensor session.